Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Provided patient x-rays do not identify product error or a root cause for the reported disassociation. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 07/05/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the femoral head was found to be burnished. There was also burnishing on the superior acetabular aspect of the acetabulum. Three of the antirotation tabs were present but the others were absent one was worn and unstable and somewhat shredded. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Provided patient x-rays do not identify product error or a root cause for the reported disassociation. Medical records were reviewed. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address poly wear and disassociation of the liner from the cup.